Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Failure of (ingrowth) the femoral component of an anato stem in the patient's right hip. The femoral component was revised to a restoration of modular stem. Update 12/27/2017: rep reported "shell remained. Femoral side was revised, stem and head. The shell and poly remained implanted."